Event description:
Upon review of treatment data sheets from the patient's cycler an overfill was noted. The patient's peritoneal dialysis nurse noted that there has been no patient injury or medical intervention. The reported drain volume of 3614ml was 181% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.